Event description:
Procedure: low anterior resection. According to the reporter: surgical staple got stuck on proximal bowel during lar. Could not release jaws on stapler. The doctor fired the endo gia which fired and then the handle would not release. We had to use a gel port and doctor had to make another small incision to get the device out. After the surgeon put the gel port in, he was able to use his hand to slide the jaws of the tissue. The handle never did open the jaws. The equipment was removed from service. The surgeon explained the event to the patient. No additional blood loss surgical time was extended by 30 minutes. Patient is doing fine.

Manufacturer narrative:
(B)(4).